Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported vent in-op error code 1012, air valve liftoff failure. Not in use. No patient/user harm reported.

Manufacturer narrative:
Date received by manufacturer: 06dec2019. Date of report: 11dec2019. Failure investigation of retuned parts determined the following conclusion / root cause: the blower motor winding resistance is out of specification and bad hall effect sensor ha , hb & hc are nonfunctional that created the blower not to function. The reported complaint of ventilator inoperable was duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.